Event description:
Related manufacturer reference number: 2017865-2025-14924. It was reported that a patient presented with right atrial lead noise, which was over-sensed and resulted in false atrial arrythmia episodes. During attempted explant, the lead broke and the attempt also dislodged the right ventricular lead, resulting in high capture thresholds on the ventricular lead. The atrial lead was successfully extracted, and the ventricular lead was left in place. This occurred on (B)(6) 2025. No adverse patient consequences were reported.